Manufacturer narrative:
The complaint device has been received and is currently being investigated. When the evaluation results are available, a follow up medwatch report will be filed. Under investigation.

Event description:
It was impossible to fix the 2 screws in the top hats and to use the guide. The procedure was lengthened of more than 1 hour. The procedure has been completed successfully. No immediate patient consequence but the risk of pseudoarthrosis is increased. The following additional information was received via email from our affiliate on 09/23/2015: procedure was completed with success, using the same device. Associated medwatch for second screw: 1221934-2015-00997.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification confirms the threads on the end of the screws threads on the distal edge of the device have nicks and marks creating rough edges. This would be a potential reason why the screws would not thread into the top hats. The rough distal edges on the device are consistent with it coming in contact with other sharp metal instruments probably during sterilization or storage. This failure can be attributed to mishandling of the device. This complaint can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was impossible to fix the 2 screws in the top hats and to use the guide. The procedure was lengthened of more than 1 hour. The procedure has been completed successfully. No immediate patient consequence but the risk of pseudoarthrosis is increased. The following additional information was received via email from our affiliate on 9-23-15: procedure was completed with success, using the same device. Associated medwatch for second screw: 1221934-2015-00997.